Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The frame grabber and the vm/oct hard drive were replaced as a preventative measure. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported intraocular pressure was high in two patient who were just finished the laser portion of a laser assisted cataract procedure. A carbonic anhydrase inhibitor was given to the patient to control the pressure in the eye in order to complete the operation. Both cases were completed. Patients are being monitored.